Event description:
It was reported that the patient received inappropriate shocks due to oversensing. There was also a significant increase in impedance noted. The pace/sense lead was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; there are five sets of setscrew marks on the is-1 pin. Only two appear to be in the correct location which indicates that at some time the lead was not fully inserted into the device; full lead analyzed.